Manufacturer narrative:
The event occurred in hong kong during treatment. It was initially reported that the flow was not working. Further information received on (B)(6) 2026 that the cardiohelp was making a grinding sound while the hls set was connected, and the rpm was increased. Increasing the rpm did not generate any flow. The cardiohelp and hls set was exchanged. No harm to any person has been reported. As there was a flow failure which occurred during treatment and cardiohelp was exchange, a report is required. The patient information is as follows: male, 46 years old, 80kg. The hls set complaint will be further investigated in complaint # (B)(4). Mfg report number: 8010762-2026-0000089. A getinge technician was sent for investigation on 2026-02-23/24. No damage was found on the pump drive. The technician could not replicate the flow failure nor the grinding noise. No parts were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As both failures could not be replicated, no exact root cause could be determined. Regarding the failure "no flow": according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: - response time is too long. Regarding the failure "grinding noise": according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: failure in electronic components of drive component (e.g. Wear / loosening of components): communication to motion controller disturbed: flow sensor. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In chapter ¿general risks when using the device¿, it is stated that the user must ensure that the disposable connection must be checked before and during the application. In chapter ¿attaching the disposable for the hls retainer¿, it is stated that the user must check that the disposable is securely attached during operation. According to the IFU chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. For both failures, "no flow" and "grinding noise": the review of the non-conformities has been performed on2026-02-25 for the period of 2014-12-23 to 2026-02-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-12-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "no flow" and "grinding noise" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the hong kong market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in (B)(6) during treatment. It was initially reported that the flow was not working. Further information received on (B)(6) 2026 is that two failures were reported. The first failure reported was that there was no flow generated by the cardiohelp. The rpm was increased, however, increasing the rpm did not generate any flow. The second failure reported was that the cardiohelp was making a grinding sound while the hls set was connected, and the rpm was increased. The cardiohelp and hls set was exchanged. No harm to any person has been reported. Complaint ID (B)(4).